Event description:
It was reported that during a routine device check, a chest x-ray was performed and revealed the device had migrated from the original implant location and appeared to be placing tension on the leads. The leads were explanted and replaced, and the device remains implanted. The patient was stable throughout and after the procedure.